Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms. It was reported that the customer has had to reinsert the cartridge numerous times to resolve the alarms. Customer reported an elevated blood glucose (bg) level of over 300 (mg/dl) and has administered a syringe bolus to stabilize bg level. The customer was able to clear the alarms and resume insulin delivery.